Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision procedure, the pulse generator exhibited diagnostics anomaly; it inappropriately tripped elective replacement indicator and end of service alert after suspected electrocautery interaction. After a device download, normal device function resumed and was connected to the new lead. The patient's condition was stable post procedure.